Event description:
The manufacturer received voluntary medwatch (mw5180767). The manufacturer received information alleging visualization of black and gray filters when exchanging recalled device for a replacement device. The patient alleges sinus and breathing issues. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿black and gray filters when exchanging recalled device for a replacement device, with the patient alleging sinus and breathing issues¿ is assessed as low is not considered to pose a significant risk to patient safety.